Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D23619-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 and naproxen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: not received treatment for psych injury. If no removal planned, select reason(s): unable to afford surgery. Discrepancy: plaintiff did not undergo essure confirmation test, however hsg already done. Insertion details:- 4 coils were noted on the right and 5 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D23619-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 and naproxen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: not received treatment for psych injury. If no removal planned, select reason(s): unable to afford surgery. Discrepancy: plaintiff did not undergo essure confirmation test, however hsg already done. Insertion details: 4 coils were noted on the right and 5 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: reporter information, medical record and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.